Manufacturer narrative:
Device evaluation: the entrust stent delivery system, (sds), was received with the red safety tab and tube removed from the handle. The handle¿s printed strain relief was torn and removed from deployment handle. The inner guidewire lumen/pusher appears to be twisted between the strain relief and deployment handle. The catheter was received with a coiled bend that most likely formed post procedure given how the device was packaged for return. The handle¿s safety tab cavity was examined the pull cable was not visible and the inner guidewire lumen/pusher did not exhibit any abnormality or deformity within the handle. The catheter was visually examined. A kink in the gold colored outer was noted just distal of the blue strain relief/isolation sheath approximately 13.4cm from the distal tip of the handle¿s printed strain relief distal tip. A kink was noted approximately 19.7cm from the distal tip of the handle¿s printed strain relief distal tip. A kink was noted approximately 29.7cm from the distal tip of the handle¿s printed strain relief distal tip. A series of multiple kinks in the silver outer sheath were noted from approximately 90cm distal of the handle¿s printed strain relief distal tip, to the distal end of the device. Backlighting of the distal end of the outer sheath confirmed that the stent had been deployed, and the location of the distal end of the inner guidewire lumen/pusher. The distal end of the pusher was located approximately 32.5cm from the distal end of the outer sheath. This indicates that the outer sheath has been pulled distally most likely during the removal of the stent delivery system from the patient. The handle was examined and opened up along its seam. The pull cable appears to be properly routed through the handle and appears to have been pulled out the proximal end of the outer sheath. Due to the condition of the returned device further analysis could not be conducted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used an everflex entrust stent to treat a moderately calcified lesion of moderate tortuosity in the right distal sfa. There were no abnormalities reported in relation to anatomy. A 6f non medtronic sheath was used. No embolic protection was used. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU. It was reported that stent deformation occurred in vivo during positioning/deployment. The physician deployed the stent, the first 4 cm were deployed normally and then suddenly everything stop working normally and after maneuvering the proximal part of the shaft broke off and green matter came out. The doctor completed the procedure manually deploying the stent and managed to remove the whole system from the patient, the stent was deployed fully. There was no damage to the deployment mechanisms or device handle prior to deployment issue. The thumbscrew/lock-pin was checked for securement prior to procedure and the lock-pin was removed prior to deployment. It is unknown if the lesion was pre-dilated. The device did not pass through a previously-deployed stent. No resistance encountered when advancing the device. Excessive force was used during withdrawal. The detached portion of device does not remain in patient the physician did a lot of post dilation and the procedure was completed. There were no patient symptoms or complications associated with this event.